Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had partial display. Then customer's blood glucose level was 121mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector was not plugged in properly however, the battery tube connector was re-plugged and the insulin pump passed the operating currents test, self-test and a21 error test. Unable to verify missing segments or partial display or perform the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had minor scratched display window.